Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were admitted to a hospital with low blood glucose. Blood glucose at the time of admission was 140 mg/dl. Customer gave himself fifty units of insulin through a manual injection because he beleived that he had low blood glucose and then went to the hospital for this reason. No further information was given.